Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device failed opcheck; more specifically the device had a general system failure. There was no report pt involvement.